Manufacturer narrative:
The reported device was received for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the instructions for use revealed the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Do not bend delivery needle. Slide the gold trigger forward to advance the second implant (t2) into the ready position. It is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. A review of risk management files found that the reported failure was documented appropriately. A visual inspection of the returned device found that it is not in its original packaging. Both anchors are still on the needle, and the actuator is in its original position. There is debris on the needle. A functional evaluation of the device found that it functioned as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use revealed the following warnings and precautions related to the reported failure: ¿read these instructions completely prior to use. Do not bend delivery needle. Slide the gold trigger forward to advance the second implant (t2) into the ready position. It is normal to encounter resistance prior to achieving the ready position. A snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that, after stitching through the meniscus with t1 of the ultra fast-fix, when going out of the meniscus, t2 goes out of the needle, so it is not possible to stitch t2 through the meniscus because both ts were deployed. A backup device was available to complete the procedure with no other complications. It is unknown if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.